Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pr e-existing patient conditions. In this case, it was reported that tension was applied to the dcs causing it to get caught on the frame of the valve, dislocating it up approximately 2mm resulting in moderate paravalvular leak (pvl). Based on the reported information, it is likely that this event is related to technical and/or procedural factors. The corevalve IFU provides instructions and precautions to minimize the occurrence of inadvertent interference of the dcs with the valve during its retrieval as follows, "post deployment: under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis. Withdraw the catheter to the aorta, while maintaining guidewire position." A device history record review is not required as the event description does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency is related to this event. Associated product: (B)(4), lot # 0007916496

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being removed, tension was applied to the dcs and it caught on the frame of the valve, dislocating it up approximately 2mm resulting in moderate paravalvular leak (pvl). Another transcatheter bioprosthetic valve was implanted valve-in-valve with trivial pvl. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that during the valve implant procedure a post dilation was performed with a 22 millimeter (mm) balloon. No additional adverse patient effects were reported. Updated data: a1, a2, a5b, a5, b3, b5, b7, d4, d8, g1, h6 patient annex e, annex f, device, method, result, and conclusion codes corrected data: g3 aware date of the initial report should reflect (B)(6) 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.